Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the initial MRI review post-procedure, the reporter learned that the barrigel was inserted incorrectly by his urologist and was placed in his rectal wall. Of note, there were no signs of penetration through the rectal wall. Due to the misplacement, the reporter could not receive radiation treatment for his prostate cancer and has been waiting for 10.5 months for the barrigel to dissolve. After his 4th MRI visit on (B)(6) 2026, the results indicated that the barrigel had not yet dissolved and remained in a similar position to that seen in his (B)(6) 2026 MRI. When asked about symptoms or side effects, the reporter mentioned occasional pain in his bowel movements. However, he could not confirm if the pain was caused by the barrigel. The reporter was unable to follow up with his urologist regarding this event as he had retired." Additional information received on june 08, 2026, indicated that "the patient underwent a barrigel procedure on (B)(6) 2025, and it was later discovered through multiple mris that the barrigel was incorrectly placed in the rectal wall. Latest MRI on (B)(6) 2026 showed barrigel was still present, and his radiation treatment has been on hold. Since his urologist is now retired, he is meeting with a new urologist on (B)(6) 2026 and will inquire if a reversal is recommended. He is currently experiencing occasional pain during bowel movements and has another MRI scheduled in (B)(6) 2026." Further additional information received on june 10, 2026, indicated that "I spoke with the radiation oncologist today regarding this case. He informed me that the patient has been on hormone therapy, and the reason for the multiple mris was to see if the barrigel was dissolving, which it is. His psa has been normal at 0.5 ng/ml." Additional information received on june 10, 2026, indicated that "I spoke with this patient's urologist today, and she is not a barrigel user. She did confirm that his most recent MRI scan from (B)(6) 2026 showed all the barrigel incorrectly placed within the rectum."